Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be programmed to a bipolar lead configuration in the ventricular channel during the implant procedure or at predischarge testing. Both leads are bipolar.